Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive button and button error alarm due to corroded keypad traces. The insulin pump had a cracked case on display window corner, minor scratches on lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that he keeps getting a button error alarm on the insulin pump. Customer's blood glucose was 76 mg/dl on the insulin pump. Customer was just sitting and watching tv prior to receiving the alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.